Manufacturer narrative:
Per good faith effort (gfe) response received on 16may2024, the authorized service provider (asp) confirmed that there was a gas leakage issue, and it was suspected that the issue was possibly due to cracks in parts of the device. The asp also stated that the device was not under warranty, and the customer refused to pay for the repair. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60, indicating that an air leak was found when the oxygen was connected. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that an air leak was found when the oxygen was connected. Resolution and disposition are pending.

Manufacturer narrative:
E1: (B)(6).